Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the proximal segment of the catheter found a circular indent in the bottom of the cup of the sc connector that was consistent with the inner diameter of the tip of the pump's outlet port. A significant majority of the indent was located in the silicone material of the cup of the sc connector. This indicated the connection between the sc connector and the pump's outlet port may possibly have been occluded. Final analysis of the distal segment of the catheter found a small leak in the distal portion near the area of the 47 cm hash mark. It couldn't be determined how the hole occurred, but there was mechanical damage in the area of the hole which indicated this hole was most likely not done in manufacturing. The hole did not leak until nearly 40 psi of pressure was applied.

Event description:
It was reported that the patient never had therapeutic effect. The patient had constant pain and could not sleep, lie down, or sit for more than 15 minutes. The patient had two operations since implant to replace the catheter. (B)(6) 2013 was the most recent catheter replacement. The patient's therapy level was supposed to be "3", but he was at a "5" and was not getting relief. The pump was considered for replacement (B)(6) 2012, but it never came to fruition. It was reported that the pump was not delivering correctly.

Event description:
It was reported that the side port was unable to be aspirated. The patient had inadequate pain relief for 6 months; however, their oral medication issues had clouded the diagnosis. A catheter replacement was therefore performed. They did not know the effectiveness of the renewed therapy, but patency of the new catheter was assured via the side port was able to be aspirated prior to pocket closure. The pump system was being used to deliver prialt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.